Manufacturer narrative:
510k number is not applicable. If additional information becomes available, a supplemental report will be filed with the new information.

Event description:
Image could not be collected. This event occurred at the time of unknown. There was no report of patient harm.

Manufacturer narrative:
Correction information: g6: follow up #1 h2:if follow-up, what type? H3:device evaluated by manufacture h6: coding changed based on the investigation result. Additional information: d4:unique identifier (UDI) d8:was this device serviced by a third party? H4:device manufacture date. Evaluation summary: based on the reported content, it is speculated that the image could not be saved to the storage due to a malfunction in the video output function of the processor. However, the cause could not be identified as the repairs were done by a third party.the processor was repaired by the third party and returned to the hospital.